Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse reviewed the event log and noticed that the system was giving out an error for wash solution canister not filling. The fse suspected that the float switch was possibly stuck. Upon the fse's arrival, the instrument was already operational as the customer had already removed the canisters and cleaned the float switch, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a fluid leak occurred in the hydro compartment in the unicel dxc 800 pro synchron chemistry analyzer. The customer also indicated that the fluid was spraying from the wash solution canister and from the wash concentrate bottle. No injury was reported for this event.